Event description:
New information received notes that the programming changes were made. Patient condition was unknown post programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow up. The device was post paced t wave oversensing. The patient did not receive therapy during oversensing. Programming changes were suggested. No changes were made at that time. Additional information was not reported.